Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported, that this patient's shoulder was revised. Surgeon stated, he revised for poly wear after (B)(6) years. And that it was a pretty easy fix. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were added: h6 - type of investigation, investigation findings, investigation conclusion. The following sections were corrected: h6 - health effect - clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: g. The revision reported was likely the result of prosthesis wear as reported. However, this cannot be confirmed based on the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images, radiographs, or product information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.